Manufacturer narrative:
H3: product analysis: evaluation determined that the tool has a clean breakage/ fracture about an inch from bottom of tool. The likely cause of this fracture is likely excessive lateral force of the tool when in use; also it seems it was used sideways and tool might have been rotated, causing it to break off. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tool broken during surgery at the straight attachment mr8 ent drill. No patient impact reported. It was that there was a 5 minutes delay it was reported that the procedure was completed with backup product and the product is been discarded